Event description:
It was reported that the patient's left ventricular (lv) lead exhibited loss of capture. X-ray confirmed the lv lead had dislodged. The physician elected to explant the lv lead and replace it with a new one. The patient's condition remained stable.